Event description:
It was reported that the insulin pump alarmed no delivery alarm, which was resolved by a complete infusion set, reservoir and insulin change. The customer stated that the device also alarmed motor error during basal deliveries. He stated that the no delivery alarms were recurring. The blood glucose reading was 151 mg/dl. No significant events leading to the alarms were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.